Manufacturer narrative:
The biomed found the caster bolt was not threaded into the stem. He reinstalled the caster bolt to repair the bed.

Event description:
The biomed alleged that they were pushing the bed down the hall and the foot right caster fell off. No injury.